Event description:
Pt to operating room on 2-25-98. Product inserted without problem. On 2-28-99, central line discontinued as per order of physician and following protocol/policy. When rn cut suture keeping the central line catheter in place, outer part of central line popped off without the catheter attached to it. Pt's vital signs stable throughout, no complaints of shortness of breath, no diaphoresis noted. Port of swan introducer remained in the pt, the pt went to operating room to have catheter removed. Catheter is a 9.0 arrow. No problems with return to operating room. Discharged without complications.